Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, no anomalies were found.

Event description:
It was reported that during the implant procedure, the lead was too small and kept sliding in the onlyveneous option. The lead was not implanted. No patient complications were reported as a result of this event.